Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 4 MDR's filed for the same event (reference 1825034-2014-02868/ -02869/ -02870 and -06273).

Event description:
Legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2014 due to patient allegations of pain, dysfunction, swelling, inflammation, and damage to surrounding bone and tissue, loss of range of motion, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes dated (B)(6) 2014 reports patient was revised due to pain and metal-to-metal hypersensitivity. Revision op report notes the presence of grayish reactive type tissue within the pseudocapsule around the component and clear yellowish fluid with slight bloody tinge. Additionally, op report notes the cup showed no bony ingrowth. The cup, taper insert, and modular head were removed and replaced. Additional information received in patient's op notes dated (B)(6) 2014 reports patient was revised due to an unstable left hip. Revision op report notes a disruption of posterior soft tissues and bloody fluid but no sign of infection. The modular head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-02868/ -02869/ -02870).

Event description:
Legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2014 due to patient allegations of pain, dysfunction, swelling, inflammation, and damage to surrounding bone and tissue, loss of range of motion, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.